Event description:
A customer contacted beckman coulter inc., (bec) and reported a liquid leak under the laser assembly of the coulter lh 750 hematology analyzer. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the event. An exposure control or risk management plan is in place at the customer's facility. The material safety data sheet (msds) was not reviewed; however, it is readily available. There was no report of exposure to mucous membranes or open wounds. No injuries occurred and medical attention was not sought.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011. The fse found a leak beneath the diff mix chamber of the instrument. The fse discovered that the sample line from the diff mixing chamber had popped off. The fse changed the sample line and cleaned the diff module. The repairs were verified per established procedures. The root cause for the leak is attributed to the sample line that became disconnected from the diff mix chamber. (B)(4).